Manufacturer narrative:
Analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the pulse genertor exhibited right ventricular noise and and high lead impedance measurements. The right ventricular lead could not be secured in the header of the device. The pulse generator was not used.